Event description:
Olympus medical systems corp (omsc) was informed that during a therapeutic endoscopic submucosal dissection (esd) for treating an esophageal cancer using subject device, the physician was said to have noted a perforation in the stomach when the physician dissected the submucosa after the incision around the cancer. The perforation was said to have been treated by using two clips.

Manufacturer narrative:
Omsc followed up with the user facility to obtain additional info regarding this report. The physician reported that there was no abnormal point on the subject device during the procedure. The subject device in this report was not returned to omsc for evaluation because the facility discarded the device. Omsc reviewed the manufacturing records of the subject device and confirmed that there was no irregularity. The device instruction manual warns users that "do not forcibly press the instrument's distal end or the endoscope's distal end to tissue excessively. Otherwise, perforations, pneumomediastinums, bleedings or mucous membrane damage may result." This report is being submitted as a medical device report in an abundance of caution.